Manufacturer narrative:
From the preliminary investigation, it was found in (B)(4) (curative patient database) that the patient received one positive curative test result. The patient completed their test on (B)(6) 2021 at 10:26am. The patient's test initially resulted in a viral CT value of 39.5, which falls under the repeat range. The patient's test was repeated and resulted in a viral CT value of 39.2 on (B)(6) 2021 at 9:56am, which is in the positive range. Based on the clinical investigation, the patient's sample was located on plate-(B)(4) at position e10. The patient's sample was extracted by kingfisher extraction method serial number#(B)(4) using lbf lot#18380000, bbd lot#18634400, bbd ipa lot#shbm8301, 70% etoh wash lot#shbm8238, elution lot#201712, and wbe/wash buffer lot#18622400. The plate was run using master mix batch# 249 on biorad 5. It should also be noted that the patient's sample was next to a sample with an extremely low viral CT value in well e9 (viral CT value of 18.0). Samples that have been contaminated typically would have a viral CT value of greater than 5-7 CT units from the most positive sample (which correspond to the lowest viral CT). However, the patient's sample resulted in a viral CT value of 39.5 (repeat range). Therefore, it can be concluded that the patient's sample was not contaminated. The patient's sample was then repeated on plate-(B)(4) at position c6. The patient's sample was extracted by kingfisher extraction method serial number#(B)(4) using lbf lot#18380000, bbd lot#18634400, bbd ipa lot#shbm8301, 70% etoh wash lot#shbm8238, elution buffer lot#201712, and wbe/wash buffer lot#18622400. The plate was run using master mix batch# 249 on biorad 2. The repeat test resulted in a viral CT value of 39.2, which falls under the positive result. It should also be noted that during the repeat test, the patient's sample was next to a sample with an extremely low viral CT value in well d5 (viral CT value of 17.5). Samples that have been contaminated typically would have a viral CT value of greater than 5-7 CT units from the most positive sample (which correspond to the lowest viral CT). However, the patient's sample resulted in a viral CT value of 39.2. Moreover, all reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. The patient did not need to be contacted due to accurate results being reported to the patient. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
The patient contacted customer success on (B)(6) 2021. The patient contacted customer success to claim to have received a false positive. Upon receiving a positive result from curative, the patient took an additional two tests (1 from (B)(6) and 1 from curative), both of which resulted in a negative.